Event description:
It was reported that the cuff sometimes did not inflate properly. The fault occurred during infusion at the facility. There was patient involvement, but no harm or adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The customer's reported problem, "the cuff sometimes does not inflate well.", was verified by functional testing. The reported issue was caused by a tube inside the h-2 interfering with the case and affecting lever movement. At the customer's request, the h-2 product was replaced with a new one. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.